Event description:
During the procedure, the physician used a wilson-cook tracer metro direct wire guide during a sphincterotomy. Additional information provided with this report indicated the physician used proper flushing techniques. When the wire guide was pulled back through the device, the coating of the wire guide separated near the distal end and detached in the patient's biliary duct. The detached portion was detected 48 hours later in the patient's colon by abdomen direct radiography. The detached portion was left in the patient to pass naturally at the discretion of the physician. The condition of the patient was reported as stable.